Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, guide catheter: heartrail il 3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the moderately tortuous, moderately calcified, 75% stenosed proximal left anterior descending artery. The 3.25 x 8 mm nc traveler balloon catheter met resistance with the non-abbott guide wire outside the patient. The nc traveler never entered the patient anatomy. The device was replaced with a non-abbott balloon and post-dilatation of the deployed stent was performed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Return device analysis revealed the outer member was stretched.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty positioning the device over the guide wire was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.